Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d.9:device eval by manufacturer? Yes d9: returned to manufacturer on: 2024-february -13th. H.6 investigation summary material #: 364314. Lot/batch #: 3108667. Bd received 1 sample and 1 photo for investigation. The photo was reviewed and a scratch was observed on the syringe barrel. The customer sample was evaluated by visual examination and the indicated failure mode for foreign matter / barrel damage with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter / barrel damage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode scratched barrel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, there was foreign matter found inside of one syringe. No patient imapct reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital ((B)(6) hospital) affiliated to (B)(6) university. H.3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, there was foreign matter found inside of one syringe. No patient "impact" reported.